Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss could not be tested due to some device components not being returned. The reported foot separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The two additional proglide devices referenced are filed under a separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with three proglide devices, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss and foot break occurred on all three proglide devices. The broken feet were not removed from the patient anatomy. The sutures of two additional proglide devices were successfully preplaced. The sheath was up-sized to 14f and the tavr procedure was completed. The successfully preplaced sutures of two additional proglide devices were used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.